Event description:
Failure investigation performed on 3/3/2006 concluded that the failure was isolated to the main pcb. This failure is not associated with remedial action exemption e2005015. There was no pt harm reported.